Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ls plunger movement was difficult the following information was provided by the initial reporter: one of our anesthetist advised today that during an eye injection with a 5ml syringe from bd was very stiff the plunger was and hard to pull and push. He then changed syringe to another brand and found that it was the syringe and not the eye pressure. We then proceed to open another bd syringe to dis cover that the y were very stiff and hard to pull and push the plunger and compare d to another brand.

Event description:
One of our anesthetist advised today that during an eye injection with a 5ml syringe from bd was very stiff the plunger was and hard to pull and push. He then changed syringe to another brand and found that it was the syringe and not the eye pressure. We then proceed to open another bd syringe to dis cover that the y were very stiff and hard to pull and push the plunger and compare d to another brand. Ref: 302130. Batch lot: 2141756. Manufacture date : 2022-06. Expiry date: 2027-05.

Manufacturer narrative:
Current control there is visual inspection for excessive / no silicone and qa outgoing inspection there is plunger breakout and sustaining force to check for tightness. Due to no sample, no photo was returned, root cause could not be determined. Complaint will be monitored and reopened if sample is returned.